Event description:
Medical records received a call on 05/17/2011. Caller stated that this lead is being removed due to infection. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).